Event description:
(B)(4). Initial information was reported by a physician to a sales representative on 31-mar-2009: this is case 4 of 4: a patient of undisclosed age and gender received injectable poly-l-lactic acid (sculptra) [lot# and expiration date unknown] and experienced diffused nodules (dose, dates, indication unknown). Medical history and concomitant medications were not provided. No further relevant information reported. This case is associated with case ID (B)(4).